Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma: unable to observe as it is not related to the manufacturing process. Infection (late onset): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d9, e1, h3, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, seroma, infection (late onset)" diagnosed via MRI, us, and CT. Healthcare professional later reported "implants were found to have ruptured". This record is for the left side. Device was explanted. Device has returned.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, seroma, and infection (late onset)". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Fi summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, seroma, and infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma, and infection. (Late onset)

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "implants were found to have ruptured". Device was explanted.